Manufacturer narrative:
Pending evaluation. Concomitant medical products: 6599612, 02-020-13-0240 - truliant cr cem fem cr cem left sz 4. 6646776, 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. 6757114, 201-78-15 - holding pin mini sharp point 4 pk. 6737472, 201-78-98 - 2 pk, schanz pin, 4mm x 130mm. 5340625, 521-78-23 - threaded pin size 2.3 collared 2pk. S20580, 521-78-32 - threaded pin size 3.0 collarless 2pk. S205806, 521-78-32 - threaded pin size 3.0 collarless 2pk. 1069721010, a10012 - gps implant kit v2.

Event description:
As reported, approximately 2 years post op the initial tka, this male patient was revised due wear. Surgeon noted some wear on the posterior medial edge, replaced poly and resurfacing the patella. He released the pcl. He stated that there was a good chance the patella was causing pain so he resurfaced the patella. The original surgery he left the patella alone. Explant not available, hospital does not release to the reps. Patient left in stable condition.

Manufacturer narrative:
(H3) the revision reported may have been the result of the pain due to not resurfacing the patella during the initial surgery. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the tibial insert was not returned for (h6) component code: 734, bearings.